Event description:
It was reported that the device triggered the elective replacement indicator (eri) and premature battery depletion was suspected. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Performance data was also collected from the device and indicated that the device was reaching the elective replacement indicator (eri). Product: 4194 non defib lead (B)(6) 2009; 6947 defib lead (B)(6) 2009. (B)(4).